Event description:
Customer indicates the lancing device no longer fires after being cocked. The customer has been asked to return the defective device. Her description is it is a black and silver lancing device. Lancing device was received on 4/8/2013. The senior mechanical engineer examined the device and reported it was not one manufactured by stat medical. No further action was taken.